Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump alarmed button error. Customer's blood glucose was 268 mg/dl. It was stated that the device might have been exposed to moisture since the bed was wet. The button error alarm was cleared and spouse stated they would continue using the device. It was advised the customer should discontinue the use of the insulin pump. They called back later and reported that after clearing the alarm, the numbers started ramping up on their own. She agreed to replace and return the device for analysis.